Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect analyzer generated falsely elevated total bilirubin results on a (B)(6) patient. The results provided were: sid (B)(4) on (B)(6) 2016, 18:00 draw =21.2mg/dl (5 days to one month critical value >/=18.0mg/dl) / new sample at 24:00 = 12.1 / repeat of 18:00 sample on (B)(6) 2016 = 11.9 on c4000 / 12.1mg/dl on c8000. The child was admitted to the hospital for observation but no additional treatment or medication was administered. There was no additional patient information provided.

Manufacturer narrative:
The investigation of the customer issue included a review of the complaint text, a review of instrument service history, a search for similar complaints, and a review of labeling. The customer's instrument printouts confirmed the total bilirubin results provided. No returns were made available from the customer site for this investigation. A review of the architect c401282 instrument history revealed no contributing factors on or around the date of the occurrence and no subsequent complaints of discrepant results. A review of architect c4000 instrument and total bilirubin reagent complaints did not identify any trends related to the customer's issue. A review of the architect operations manual shows adequate assistance with respect to the customer's observed issue. Based on the available information this appears to have been an isolated event. An issue with sample integrity/handling could not be ruled out since the issue was isolated to a single sample per the complaint text. There is no indication of a product deficiency or a malfunction of the architect c4000.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore the device was not performing as intended.